Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the reservoir compartment was damaged. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the reservoir was able to lock into place. The insulin pump will be returned for analysis.